Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
According to received information the reported pre-use checks failure was corrected by replacing a pressure transducer printed circuit(pc) board. The replaced part has not been returned for investigation. No logs were available for evaluation. Therefore, the root cause for the reported problem cannot be determined from this investigation.